Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2013-05679. It was reported, the patient has been experiencing overstimulation. It was also reported, the patient is unable to receive adequate coverage. The patient feels better stimulation when the ipg site is pressed upon. An impedance check revealed low impedance. X-rays revealed no anomalies. The patient will meet with a neurosurgeon for a consultation visit.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.